Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a patient (pt) reported a corneal abrasion which resulted in a fungal infection in the left eye (os) in 2016 while wearing 1-day acuvue® trueye® (nara a) brand contact lenses (cl). The pt had a corneal transplant in the os in (B)(6) 2017. The pt wears gas permeable cls over the 1-day acuvue® trueye® (nara a) cl. On (B)(6) 2018, additional information was received from the eye care professional (ecp): the ecp reported that in 2016, the pt¿s os was treated and was ¿resolving nicely,¿ but when the pt returned to the office 10-14 days later it was ¿substantially worse.¿ the pt was then referred to a corneal specialist for treatment. The ecp believes that the ¿pt was working in the garden between visits, resulting in the fungal infection.¿ the ecp noted that the pt has keratoconus. No further information was provided. Multiple attempts were made to the treating ecp regarding release of medical records, but no additional information has been received. The suspect cl is not available for return. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.